Manufacturer narrative:
D.3 common device name: system, test, automated antimicrobial susceptibility, short incubation. Investigation summary: a failure for lack of results was reported on a phoenix 100 instrument (p/n 448100, s/n (B)(6). The customer called to report that several panels failed to report levofloxacin and ciprofloxacin results and staph was reported as vancomycin resistant on the instrument. When the isolates were run on a different phoenix instrument the results were reported as expected. Log files were reviewed and showed a source monitor high warning for tier a, front uv active at 33% intensity which was slightly high. High well normalizer values were also noticed in tier c but low in tiers b and d. After log review technical service called the customer and had walked them through forcing the rear uv bulb into service and forcing rgb/led adjustments. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse checked the optics, performed a source adjustment and replaced the normalizer panel on tier c (p/n 447157). The instrument alerted with an e23 error and the fse noticed a cracked opal diffuser on the light source tower on tier c. The fse received a replacement opal diffuser and installed the part, the instrument passed a plot scan, a source adjustment was performed, normalizer cvs and filter panel test. The instrument passed all tests and was returned to the customer in working order. The root cause of the failure is unknown; this is a confirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed no previous complaints related to this failure mode. Complaints for results are within statistical control for the month of april 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix 100 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported that while using the bd phoenix¿ automated microbiology system, a patient result was false resistant for vancomycin. There was no report of patient impact.

Event description:
It was reported that while using the bd phoenix¿ automated microbiology system, a patient result was false resistant for vancomycin. There was no report of patient impact.

Manufacturer narrative:
This MDR was previously submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483. After additional review, it was determined that no additional mdrs were required for this instrument malfunction. This MDR should be considered cancelled.